Event description:
Patient reported left side "pain" and "rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "pain" and "rupture. Patient later reported "extracapsular rupture with extravasation of silicone to the medial quadrants." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.